Manufacturer narrative:
Two opened and used sensors were inspected and a bicarbonate buffer test was performed. Both sensors failed for low readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a sensor error alert after the initialization period. The blood glucose reading was 211 mg/dl. Customer reported she was at home when the alert occurred and that the sensor was inserted in her arm by hand. She stated that she understood that the arm was not recommended to wear the sensor. She stated that the sensor appeared to be fully inserted and flat against the skin. She stated that the connection bridge and pins did not appear to be damaged. Customer was unable to run a test plug procedure. Nothing further was reported.